Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Split piece, it broken during the surgical procedure and did not cause harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned for evaluation, however review of the provided photo confirmed the reported breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - lot information not available.